Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported sometime in 2020 they noticed it felt as though their ins shifted in their body. Pt stated they haven't used their therapy since late 2019 because it "stopped working". The patient was redirected to their healthcare provider to further address the issue.